Manufacturer narrative:
H3: used sample was returned for evaluation. Visual found no physical damage or other anomalies. To replicate clinical use, the cassette was filled with 100ml of water using an ICU medical provided syringe. The cassette was then installed on a cadd solis 2110 pump and 10ml of priming was done on the cassette. No pump alarms were observed. Then an additional 10ml of priming was done with the extension set connected. No pump alarms were observed. No leaks were observed from the luer connection. The complaint of leakage cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that fluid leakage was observed from the connection part between the cassette and the tube. Per reporter, the event occurred during patient use. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.